Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. X-rays provided confirm one distal screw broke. A depuy (B)(4) material research scientist reviewed the x-rays and could not verify the non-union with the x-rays provided. (B)(6), the manufacturing facility, stated the lot history record was reviewed for completeness during the release process to inventory. At the time of release for distribution no discrepancies were noted for the products being accepted. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. Quality engineering states depuy does not currently design screws to work with competitors plates. Provided information states revision surgery was done due to non-union. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised due to distal screw breakage. In (B)(6) 2011, it was found that one of the distal screws was broken and the other was loosened. It cannot be confirmed which screw was broken, lot dgfb8n or dgfb8j.